Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was intended to be used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, while the nurse was removing the jagtome from the packaging, she noticed that the tip of the device was bowed, and the cutting wire was bent. It was reported that the cutting wire was broken, and wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.